Manufacturer narrative:
Based on additional information received, it has been determined that the product is a non-covidien product; therefore, no further information will be reported under this manufacturing report # 1219930-2016-01069.

Manufacturer narrative:
(B)(4)

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.